Event description:
It is alleged that the reusable monopolar cord "caught on fire". Per user, they turned the electrosurgical unit off, unplugged the cord and took it away from the surgical field. The "fire" was near the end of the cord that plugs into the electrosurgical unit. There were no injuries and no other issues reported during the event.